Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that customer was having trouble getting the catheter, which is a magic3 catheter to lubricate properly. Customer opened the silver packet and poured it in but it did not seem to be helping. Customer was experiencing discomfort due to it not being lubricated enough. No medical intervention was reported.

Event description:
It was reported that customer was having trouble getting the catheter, which is a magic3 catheter to lubricate properly. Customer opened the silver packet and poured it in but it did not seem to be helping. Customer was experiencing discomfort due to it not being lubricated enough. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.